Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r87-23, that has a similar product distributed in the us, list number 06r87-20 (advisedx sars-cov-2 igm), (B)(4).

Event description:
The customer observed a false positive sars-cov-2 igm result for one patient, who has not been vaccinated and had no covid-19 symptoms and is planning on traveling to (B)(6), on an architect i2000sr. The following data was provided (<1.00 index (s/c) is negative, >/=1.00 index (s/c) is positive): initial result was 1.38 index (s/c). The sample was tested with a roche assay and the result was <0.1 coi, which is negative. There was no pcr testing performed on the patient. The sample was also tested with the sars-cov-2 igg assay and the result was 0.02 index (s/c), which is negative. The sample was also tested with the sars-cov-2 igg ii assay and the result was 4.0 au/ml, which is negative. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature, and device history records. Return testing was not complete as returns were not available. Specificity and sensitivity testing were done using an in-house retained kit of lot 27114fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 27114fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported potential false positive result for a patient sample when testing was performed with architect sars-cov-2 igm, lot 27114fn00. The following information was provided: initial architect sars-cov-2 igm result was 1.38 index (s/c), repeat test was 1.3 index (s/c). The roche assay result was <0.1 coi (negative). There was no pcr testing performed on the patient. Sars-cov-2 igg assay and the result was 0.02 index (s/c), negative. Sars-cov-2 igg ii assay and the result was 4.0 au/ml, negative. In this case, the patient did not present with any specific symptoms and no specific patient history was provided. Based on the data provided, in particular, the persistent igg and igg ii negative results, it is possible that the igm result is false positive. As the patient sample is not available, no additional testing could be performed to further clarify the clinical status. A direct comparison should not be made between the architect sars-cov-2 igm assay and the roche total ab assay used by the customer. The architect sars-cov-2 igm is designed to detect immunoglobulin class m (igm) antibodies to the spike protein of sars-cov-2 whereas the roche total ab assay is designed to detect the nucleocapsid protein of sars-cov-2. Per igm product labeling, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Results should be used in conjunction with other data, e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igm reagent lot 27114fn00 is performing as intended, no systemic issue or deficiency was identified.